Event description:
Battery was reported to be draining faster, requiring the customer to charge more frequently and carry the charger with them. There was no adverse impact to the customer¿s blood glucose level. The customer is out of warranty and in the process of obtaining a new device, and they declined a follow-up from technical support.